Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were board issues. "While doing preventative maintenance (pm) the float in the tank would not beep or alarm. They put in a new switch and it still did not work".

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the device was received dirty. Device had a corroded quick connect. Pole clamp was dirty. Line cord was discolored. Hl-90 switch label had been tampered with. The microswitch was bent. The float switch did alarm. Investigators found no issues with the board. The complaint was not confirmed. Another problem was found. The microswitch would not alarm. No action taken to correct the primary repair. It was determined that the microswitch was likely "a user perception from disposable detection alarm not operational due to damaged microswitch lever". The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced microswitch and quick connect. Performed preventative maintenance, changed o rings and reservoir gasket. Calibrated the device. Device passed all functional testing after the completed repairs.

Event description:
Additional information was received confirming there was no patient injury.